Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The exhalation valve was cleaned and reseated to resolve the issue no patient information provided to date after calls to customer 06/23/22 and 06/27/22. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an over delivery of pressure in the patient circuit during a case. There was no patient injury.